Manufacturer narrative:
The reagent lot number was 743112. The expiration date was not provided. The field service engineer found the sample probe was misadjusted and corrected it. He ran performance testing and operational and mechanical checks which all passed. Troponin qc was performed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable troponin t stat gen 5 results from the cobas e411 rack analyzer. The initial result was 15 ng/l and the repeat result was 156 ng/l. The repeat result was believed correct.